Event description:
It was reported that in the medical ward a peripherally inserted central catheter (PICC) was being placed via the left basilic vein by an anesthesia physician. The needle was placed into the vein and then an attempt was made to pass the spring wire guide (swg) through the needle. Resistance was felt after a portion of the swg was passed. When retracting the swg through the needle with no more force then normal, the floppy portion of the swg began to unravel and detach from the solid core. A portion of the swg remained in the pt and had to be surgically captured and removed. There is no reported death or post op complications, except the pain and discomfort endured by the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.